Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was seen in the hospital for chest pain and had arrhythmia. At this time, this ICD remains in service. No additional adverse patient effects were reported.